Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification with respect to the reported symptom. The pump passed flow rate testing at the given parameters. The pump also passed additional flow rate testing at five other rates. The device passed preventative maintenance testing. The reported over infusion could not be duplicated.

Event description:
It was reported a spectrum pump over infused a patient with bumex gtt. The programmed rate was 4 cc per hour over 12 hours. After 9 hours, the clinician noticed the bag which was 50 cc was empty. It was also reported there was no patient injury.